Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had an apparent fracture. High pace/sense impedance, oversening, high short interval counts (sic) and noise on non-sustained ventricular tachycardia episodes were also noted and the rvlead integrity alert (lia) was triggered. The pace/sense portion of the lead was inactivated and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)